Manufacturer narrative:
Submit date: 09/22/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that an umbilical vessel catheter (uvc) was inserted less than 12 hours when staff noticed the distal end of the line, just prior to the IV tubing insertion site (farthest outside end from the patient), was cracked. The uvc had to be replaced there was no injury to the patient. The customer further stated that a prep was used to clean the skin prior to insertion and the device was not cleaned.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of the reported condition. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. A sample consisting of one used uvc catheter, which came inside a generic plastic bag was received for evaluation. The sample demonstrates signs of use; remnants of blood. An underwater test was performed and a leak below the strain relief was identified in the catheter. Manufacturing performs 100% leak testing as per procedure which would identify this issue during the catheter assembly process. Based on the sample evaluation it appears that the catheter had a hole below the strain relief and the uvc catheter showed signs of being used in a patient. It is important to consider that the instructions for use warn: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The catheter lumen or catheter shaft should be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli. Based on the available information this potential cause could not be discarded. Based on the available information, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause can be considered as unintentional misuse; this condition was most likely damaged during use as described in the IFU. A complaint history analysis from (B)(6) 2016 to (B)(6) 2017 was conducted. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purpose. If information is provided in the future, a supplemental report will be issued.